Event description:
The user facility reported that the automated impella controller (aic) was not connecting to impellaconnect.com, was displaying five blue blinks for the blink code. Configuration was checked and a factory reset was performed with no change. Log files were downloaded and noticed that the dates for the log entries were either april 28th or jan 4th even though the actual dates the machine was turned on were aug 10th and 14th. The log files show that the tls certificate is being rejected when it tries to connect to the rlr endpoint. We are assuming that this is due to the discrepancy in dates. The issue was discovered during console reconfiguration and no patient was involved.

Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
After evaluation, the complaint does not meet the criteria for MDR reportability as defined by 21 cfr 803.50. The issue will be tracked and trended internally.